Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. Customer declined further troubleshooting with tandem technical support.